Event description:
It was reported that the patient had a driveline infection and pump pocket infection with positive bacterial blood cultures on (B)(6) 2024. Surgery and drug therapy was performed. The pump was explanted on (B)(6) 2024. The patient was implanted with a new heartmate 3 on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was found to be supplemental and the investigation findings will be submitted under target MFR#: 2916596-2024-06436. No further information was provided. The manufacturer is closing the file on this event.